Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to the site. The fse observed bubbles in the line connected to the ratio pump. The fse replaced the ratio pump. All associated MDR reports: 2050012-2014-00237, 2050012-2014-00243, 2050012-2014-00244, 2050012-2014-00245, 2050012-2014-00239, 2050012-2014-00240.

Event description:
The customer reported that between (B)(6) 2014, a unicel® dxc 600i synchron® access clinical system generated false high sodium (na), potassium (k), and/or chloride (cl) results for eleven patients. The patient samples were collected in serum-separating tubes and spun for 10 minutes at 3300 rpm at room temperature. This report references the event that occurred on (B)(6) 2014; please refer to MDR 2050012-2014-00237 for the event that occurred on (B)(6) 2014, MDR 2050012-2014-00243 for the event that occurred on (B)(6) 2014, MDR 2050012-2014-00244 for the event that occurred on (B)(6) 2014, MDR 2050012-2014-00245 for the event that occurred on (B)(6) 2014, MDR 2050012-2014-00239 for the event that occurred on (B)(6) 2014, and MDR 2050012-2014-00240 for the event that occurred on (B)(6) 2014. On (B)(6) 2014, a false high na result was generated for one patient. The incorrect result was not reported out of the laboratory. The patient sample was rerun on the same instrument and the result was amended. During the month of (B)(6), both levels of controls used for quality control (qc) exhibited imprecision.